Manufacturer narrative:
On 22-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
During an afib procedure, charring must have happened. The customer stated, that after an ablation with a qdot micro, the catheter was removed from the patient and charring was observed on the catheter tip. The patient didn¿t experience an adverse event. The customer¿s initial report of char is not considered to be MDR reportable since the presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. On (B)(6) 2024, additional information was received indicating the physician recognized charring on the qdot catheter after the procedure by looking at the catheter. The physician considered the amount of charring to a be risk to the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char residues were observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed in qmode and qmode+, and no issues were observed. Then, an irrigation test was performed, and no occlusion issues were detected. In addition, a microscopic inspection of the irrigation holes was performed and no occlusions were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char/thrombus issue reported by the customer was confirmed. The potential cause of the char could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
During an afib procedure, charring must have happened. The customer stated, that after an ablation with a qdot micro, the catheter was removed from the patient and charring was observed on the catheter tip. The patient didn¿t experience an adverse event. The customer¿s initial report of char is not considered to be MDR reportable since the presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. On 17-dec-2024, additional information was received indicating the physician recognized charring on the qdot catheter after the procedure by looking at the catheter. The physician considered the amount of charring to a be risk to the patient. There were no issues with temperature or flow. The correct catheter settings were selected on the generator. Normal heparinized saline was used. Based on the information received, the event was reassessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).